Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. Reportedly, the customer did not remove the cartridge during pumping. Additionally, it was reported that a cartridge detection notification occurred during the fill tubing step. The customer's blood glucose level was 149 mg/dl. The cartridge was reloaded to address the event and insulin delivery was resumed.